Event description:
During training knee professional education manager noted that the reference product alignment guide im tibial not fit well on joining or cutting blocks (tibial resection guides) thus not having a proper assembly can not be positioned well the cutting block, which ultimately does not provide an expected tibial cut.

Manufacturer narrative:
Device history review indicated all devices were accepted into finished goods with no reported discrepancies. Complaint history review indicated that there have been other reported events for the same lot code. The event was confirmed. Dimensional inspection indicated that both the profile tolerance and straightness of the hangar feature were out of specification. An internal correction was conducted, it concluded that "any processing deficiencies could not be determined as the supplier for the affected devices no longer manufactures the device for stryker." Product that remained in finished goods was inspected using the new functional gaging. Products that failed this testing were returned back to the supplier. There have been no confirmed events regarding inability to mate since the new functional gaging was implemented.

Event description:
During training, knee professional education manager noted that the reference product alignment guide im tibial not fit well on joining or cutting blocks (tibial resection guides) thus not having a proper assembly can not be positioned well the cutting block, which ultimately does not provide an expected tibial cut.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.